Manufacturer narrative:
Height: 87cm. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there is an issue with valve. The reporter indicated that a 7 month 16 day post-operative valve has a blockage. The device was explanted. Additional event details is not available.

Manufacturer narrative:
Investigation visual inspection in the first part of the investigation, a visual control is performed. It is verified whether any defects, deformations or other abnormalities can be noticed. Permeability test to check whether the system is blocked, a permeability test is performed on the valves. This test is performed at a hydrostatic height of 30cmh2o in the horizontal flow direction. Computer controlled test the shunt system is tested in the miethke test bench. It performs the standard test for the horizontal and vertical position. The liquor flow is reduced in steps from 60 ml/h to 5ml/h (according to iso 7197). The resulted pressure is measured. Adjustment test the adjustment test is used to investigate the possibility of adjusting the progav 2.0 to all pressure settings. This is done by adjusting the valve up and down in increments of 5 cmh2o in the pressure ranges specified. Braking force and brake function test to measure the braking force and the brake function the progav 2.0 valve is checked with a brake force-measuring device. The force required to release the rotor in order to adjust the valve by the magnet integrated in the device is measured. Results first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable. The opening pressure of the progav 2.0 / shunt assistant was significantly lower than expected, indicating a tendency towards under-drainage. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. Inside both valves, we have found visible build-up of substances (likely protein). Based on our investigation results, we can partially confirm the suspicion of "blockage" at the time of our examination. The progav 2.0 indicated a difficult permeability during the flow test, which was confirmed by the measurement on the computer test bench. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.